Manufacturer narrative:
Concomitant medical products: etbf2816c145e stent implanted: (B)(6) 2014; etlw1616c124e stent implanted: (B)(6) 2014; dtma1q1 crt-d implanted: (B)(6) 2018; 459888 lead implanted: (B)(6) 2018; 693565 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead exhibited high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.